Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the related rotapro device. The wire was received in two pieces; the distal end of the wire was returned in a bio bag while the proximal end of the wire was returned in the rotapro device. The rotawire was separated and has numerous kinks; as part of overall visual revision. The broken end of the proximal part of the wire was protruding from the burr tip by 2mm. The broken rotawire was able to be removed from the device with no issues. The wire that was removed from the device was separated 170.9cm from the proximal end of the wire. The distal end of the wire that was received in a bio bag was separated 159.1cm from the distal end of the floppy tip. There were numerous kinks along the body of the wire. Dimensional inspection of the overall length could not be performed due to the device condition. The od of the distal tip, middle of the device, and proximal section were all within specification.

Event description:
It was reported that the burr became stuck on the guidewire. A 2.0mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. A 1.5mm device was initially used and then exchanged for the larger 2.0mm rotapro catheter. When attempting withdrawal of the rotawire from the coronary artery, the burr became stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the guidewire. A 2.0mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. A 1.5mm device was initially used and then exchanged for the larger 2.0mm rotapro catheter. When attempting withdrawal of the rotawire from the coronary artery, the burr became stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.